Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on 28-nov-2022 to ensure that the initial concern was resolved - able to establish contact with customer who stated that they had stopped using the true metrix meter due to the results being too low or too high. Customer requested replacement product - replacement sent to customer.

Event description:
Consumer reported complaint for low blood glucose test results. Daughter-in-law is calling on behalf of the customer. The customer is concerned with test results from results obtained of 58, 52, 39, 46 and 64 mg/dl. The customer¿s expected fasting blood glucose test result range is 110-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 170 mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 01/26/2024 and open vial date is (B)(6) 2022. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 29-dec-2022: h3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were returned for evaluation. Reported defect not reproduced on returned meter and strips. Product evaluation has been completed and most likely underlying root cause selected. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-056: user had an inaccurate reference: lab results: the end user is comparing results obtained from trividia's bgm system to the results from the laboratory.